Manufacturer narrative:
Corrosion was discovered in the motor and press plug. Preventative maintenance was performed on the bearings.

Event description:
The remb sag saw was returned for service. Upon eval at the MFR, it was found to run w/o user activation at the MFR, it was found to run w/o user activation. There was no pt involvement, and there were no user injuries or adverse consequences.